Manufacturer narrative:
Follow-up received on 22-apr-2016 - (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed increasingly severe pain/sharp shooting pains. She was submitted to a salpingectomy and essure coils were removed. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in or around early 2013. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including pain during intercourse, no libido, and sharp shooting pains. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2014, plaintiff underwent surgery to have her fallopian tubes and essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed increasingly severe pain/sharp shooting pains. She was submitted to a salpingectomy and essure coils were removed. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil protruding out of the left side of the uterus above the round ligament.') And pelvic pain ('increasingly severe pain/sharp shooting pains') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), pelvic discomfort ("discomfort"), loss of libido ("no libido") and complication of device insertion ("failed essure on the left/left fallopian tube with inappropriate essure placement"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, pelvic discomfort, loss of libido and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia, loss of libido, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil protruding out of the left side of the uterus above the round ligament.') And pelvic pain ('increasingly severe pain/sharp shooting pains') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), pelvic discomfort ("discomfort"), loss of libido ("no libido") and complication of device insertion ("failed essure on the left/left fallopian tube with inappropriate essure placement"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, pelvic discomfort, loss of libido and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia, loss of libido, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. New event added: essure coil protruding out of the left side of the uterus above the round ligament. And failed essure on the left/left fallopian tube with inappropriate essure placement. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.